Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) were both removed from service. The ICD migrated causing the lead to twist and eventually fracture. Both the ICD and lead were replaced.